Manufacturer narrative:
This report is not being sent for a product problem. There was no allegation that the device malfunctioned. The procedure was successfully completed with this device. This report is being submitted to notify the FDA that the pt expired 10 days post procedure. In the opinion of the physician who performed the procedure, the complications that developed were not necessarily related to the ledc ablation, but rather the entire procedure, including prolonged general anesthesia and endotracheal intubation. (B)(4).

Event description:
A (B)(6) male pt presented for a nanoknife ledc ablation on (B)(6) 2011. As reported on (B)(6) 2011 by the physician who performed the procedure, pt developed pneumonia which required re-intubation at day 3 post-procedure. This condition was complicated by acute renal failure and by acute respiratory distress syndrome, eventually leading to the pt's demise one week later on (B)(6) 2011. Also further complicated at day 3 post procedure by exacerbation of left-sided pneumothorax (which was initially tiny, < 5 mm on CT scan at end of procedure); this was successfully treated by chest tube placement.